Event description:
It was stated that the customer was treated by the paramedics on two occasions for low blood glucose. The blood glucose reading was 24 mg/dl the first time and 44 mg/dl the second time. It was stated that the customer was sweating due to the low blood glucose. Troubleshooting revealed that the time and date were correct, but the basal rates were not programmed correctly. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.